Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Correction: there was no allegation of an infusion site infection. Treatment did not include antibiotics for a site infection.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/04/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed the pump was manually suspended on the following dates: on (B)(6) 2014 from 12:48 to 13:36; on (B)(6) 2014 from 23:19 to (B)(6) 2014 at 03:51; on (B)(6) 2014 from 19:53 to 20:38; and on (B)(6) 2014 from 16:46 to 17:13. The pump¿s total daily dose history was appropriate for the user programmed basal rates. No related alarms or issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 600 mg/dl with diabetic ketoacidosis, nausea, vomiting, and drowsiness. The reporter noted the patient was treated in an emergency room with intravenous fluids and antibiotics for an insertion site infection. It was reported the patient had discontinued pump therapy and there were no recent adjustments to the pump¿s settings. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; it was determined the pump was not calculating the recommended bolus total correctly. This complaint is being reported because the alleged serious injury was related to a reported pump malfunction.